Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure on (B)(6) 2022. During the procedure, the balloon burst under no pressure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.